Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle was difficult to prime. The following information was provided by the initial reporter :   the consumer reported completing the flow check on several pen needles with 1 unit only and found different amounts of humalg to come out of the needles. Date of event : (B)(6) 2021. Sample status : awaiting sample.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle was difficult to prime. The following information was provided by the initial reporter :   the consumer reported completing the flow check on several pen needles with 1 unit only and found different amounts of humalg to come out of the needles. Date of event : (B)(6) 2021. Sample status : awaiting sample.